Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 12-oct-2023, 18-oct-2023, and 24-oct-2023 to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that they needed help calibrating the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the touchscreen would not calibrate when attempting to perform the calibration. The device was failing. The customer requested the part information for a replacement touchscreen. The rse provided part information and pricing for a replacement touchscreen. This investigation is ongoing.